Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support to check details with the customer if there was any issue with the bellavista unit. Need confirmation if the alarms were suppressed when they started the therapy.

Event description:
Customer reported the patient was connected to the bellavista 1000e ventilator for high flow oxygen therapy (hfot). The customer reported the patient felt disoriented and have removed the spo2 sensor. The customer complaint of mild dyspnea. However, was not cyanotic. The customer reported the oxygen (o2) nasal cannula was removed and it was unclear for how long. The customer reported the o2 clip was placed on to measure the spo2, the patient have a questionable saturation (due to patient finger nails, fake nails, lacquer could not be removed). After administering o2, the patient's oxygen saturation rose back to 98%.

Manufacturer narrative:
Results of investigation: the reported event was analyzed by the technical support. The patient removed the spo2 sensor that lead to a spo2 drop. No issue or root cause has been identified and the device worked as intended. No further details available as this reported event was from an anonymous report in the hospitals' reporting system.